Event description:
It was reported that while in use an 840 ventilator had a severe occlusion, error codes kb0034 <(>&<)> kp0116. The ventilator was replaced, there was no harm to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.